Event description:
It was reported that during an unspecified arthroscopic procedure the vapr s90 4.0mm w/integr hdp device sparks and leaks currents. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however a video was provided for evaluation. Manufacturing investigation results for vapr s90 4.0mm w/integr hdp -ea: with the information provided, we have reviewed available resource. The complaint reported is typically consistent with those prior investigated, but we cannot confirm based on the video alone, as we can notice that the manifold is not as damaged as it typically is in similar complaints ¿ it might have not reached this stage yet. To identify the exact root cause in this instance, we would need to evaluate the affected physical device. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue.¿ based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device u2506009 number, and no non-conformances were identified. Device history batch: null device history review: a manufacturing record evaluation was performed for the finished device u2506009 number, and no non-conformances were identified. E1: the reporter¿s complete facility address was not provided.